Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution 360 clip was analyzed, and a visual and microscopic inspection noted that the clip assembly was detached with one arm activated and the distal part of the catheter was unraveled and kinked. In addition, there was evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the returned clip assembly was fully deployed. It is possible that a high tangential asymmetric load was applied to only one clip, that creates an indentation on the tension breaker and increase the tension breaker yoke joint elongation. It is possible that the customer tried to grasp a large amount of tissue, action that can cause a deformation in the distal section of the clip arm, affecting the capability of correctly closing the jaws. Additionally, the distal part of the catheter was found unraveled and with a kinked, these problems are likely to have occurred due the manner as the device was handled and manipulated that may have caused the reported and encountered problem. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the descending colon to treat polyps during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was unable to deploy normally from the delivery device upon firing. The nurse tried to jiggle the delivery device, but the clip was unable to detach. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the descending colon to treat polyps during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was unable to deploy normally from the delivery device upon firing. The nurse tried to jiggle the delivery device, but the clip was unable to detach. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.